Manufacturer narrative:
No adverse patient impact at this time.

Event description:
The patient presented with X-Ray showing broken post and screw. The physician reported the patient is very happy with good functional and pain outcomes despite imaging showing implant fracture. Patient is happier with the operated shoulder than the contralateral so no revision or correction will be done and the patient will be monitored.